Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 05-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that prior to replacement of the ins, contacts 12 and 15 were out of range/high impedances but the patient had programs that were able to capture pain relief, so no replacement of lead or extensions were done. The rep reported that after a week, contact 11 became out of range/high impedances, so it was becoming increasingly more difficult to capture right side relief with the 2 existing contacts on the right side of the paddle. The rep reported that there was a loss in pain coverage due to contact becoming out of range. The rep reported that reprogramming was done and the doctor was consulted on (B)(6) 2019. The issue was not resolved. No further complications were reported.